Event description:
Device 1 of 2. Ref MFR report #1627487-2012-12289. The pt reported having to charge every two days and the charger's third yellow light is continuously on. A new charger was sent to the pt, but the issue was not resolved. F/u determined the pt had a consultation for revision of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.